Manufacturer narrative:
B5: additional information received from a manufacturer representative reported that the cause was due to the hand piece being bent relative to the tracking frame. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site noticed an inaccuracy in the sagittal views in the posterior direction on the midas (using 14mh30) and a driver (unknown pn). The surgeon placed a 5 mm screw in the spinous process before a spin to confirm accuracy. When checking accuracy at this point, the passive planar blunt and a tap was accurate, but when he used the driver and the midas he noticed the inaccuracy of approximately 2 mm with the midas and 2.5 with the driver. The representative felt the cause was due to the hand piece being bent relative to the tracking frame. There was no reported delay to the procedure. There was no impact to the patient.

Manufacturer narrative:
H3, h6: the software analysis was completed. The manufacturer representative was not able to replicate the issue on the driver unless they, put pressure on the screw. The midas was still inaccurate on the representative's fiduciary screw. The account is going to replace the midas attachments.the representative was unable to determine probable cause without further information since the behavior cannot be replicated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, system version #: (B)(4). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site noticed an inaccuracy in the sagittal views in the posterior direction on the midas (using 14mh30) and a driver (unknown pn). The surgeon placed a 5 mm screw in the spinous process before a spin to confirm accuracy. When checking accuracy at this point, the passive planar blunt and a tap was accurate, but when he used the driver and the midas he noticed the inaccuracy of approximately 2 mm with the midas and 2.5 with the driver. There was no reported delay to the procedure. There was no impact to the patient.